Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was released from the shank but did not engage with the posterior cuff and remained undamaged, suggesting that the posterior needle was deflected away from posterior foot pocket. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs and anterior needle barb. One of the anterior cuff tabs (approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. During testing, the plunger was re-inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. No manufacturing/quality deficiency was detected. Based on the test results of the devices needle trajectory in the lab and testing during manufacturing, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. A review of the product lot history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
Subsequent to the initial medwatch report additional information indicates the attempted vessel was the right common femoral artery.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, when the plunger was retracted there were no sutures present. The facility reporter did not know how hemostasis was achieved. The patient did not experience any adverse effect. Though requested, no additional information was provided.